Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. The pse evaluated the unit and verified the reported issue. The pse found that the unit would need a new power switch overlay. During evaluation of the unit, the pse also observed that the airflow accuracy test failed. The pse replaced the power switch overlay to resolve the reported issue. The pse replaced the flow sensor assembly to address the issue of airflow accuracy test failed. The pse also replaced as part pm the unit's oxygen inlet filter, inlet air filter, and cooling fan filter. The unit passed all testing and operated within the manufacturing specifications. The pse found that the unit would need a new flow sensor assembly. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance (pm), the manufacturer's product support engineer (pse) reported the power switch led had illumination failure. There was no patient involvement at the time the issue was discovered.